Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 350 mg/dl to 150 mg/dl; 550 mg/dl to 150 mg/dl; 154 mg/dl to 355 mg/dl; 154 mg/dl to 330 mg/dl; 154 mg/dl to 317 mg/dl; 154 mg/dl to 560 mg/dl. No quality controls were run. No adverse event due to malfunction reported. A request was made for return of the suspect product and a replacement was sent.